Manufacturer narrative:
(B)(4). The device was manufactured september 22, 2014 ¿ september 25, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle approximately 1.48mm in length, floating in the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside its reservoir. This was noted before patient use. The device was filled with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.